Event description:
The customer reported observed liquid leaking under their alinity m instrument. There was no exposure, and the users were wearing personal protective equipment (ppe). The field service engineer (fse) reported that the leakage didn't reach footprint. Based on the attached picture, this form will be run as worst case scenario that the leak reached the walking surface around the alinity m instrument. This incident is being reported to FDA because the incident occurred in france using the alinity m system, list 8n53-02, which is also us FDA approved.

Manufacturer narrative:
Complaint has been elevated for investigation.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).